Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and investigated on (B)(6) 2015 by product analysis with the following findings: on examination, there was evidence of moisture ingress in the cartridge canister and on the battery cap. The battery compartment was noted to be cracked at the threads on the side. A leak test revealed moisture leakage at the site of the battery compartment crack. The returned battery cap was intact and able to secure to the pump. The pump did not power on. A test battery cap was placed on the pump; however, the pump still did not power on and was completely unresponsive. The pump cover was removed for further investigation and did not reveal any damage, defect or contamination of the power circuit or flex. The reported power issue with moisture ingress was confirmed and duplicated on investigation.